Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a foreign object in the cassette. There was unknown patient involvement.

Manufacturer narrative:
D3: mfg establishment name- corrected. B5: it was further reported that the issue occurred before and during use. One device along with photos were returned for analysis. A visual inspection was performed and the reported issue was confirmed. The particle was detected on the received device, between the housing and the medication bag and not in the fluid path. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.